Event description:
Paramedics attended to a person diagnosed in ventricular fibrillation. Disposable defibrillation electrodes were attached to the patient in the anterior/posterior position. After charging the defibrillator, the operator pressed the discharge switch twice, however, the device allegedly failed to discharge. A second paramedic began to resume CPR compressions and the defibrillator allegedly discharged spontaneously. The paramedic performing CPR reportedly received a shock. There were no injuries to the paramedic reported. The patient was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's outcome. This opinion was based on an assessment of the patient's condition.